Manufacturer narrative:
Statement was not included in initial medwatch report: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
The reported event is from a literature review: four cases which was arrested postoperative hemorrhage due to pancreatic fistula using viabahn stent. Nobuyasu suzuki, et.al. General meeting of the japanese society of gastroenterology surgery, 2020(75), p313-4 (this meeting was held on dec 15, 2020 - dec 17, 2020). Date of event is unknown; therefore, (B)(6) 2020 was selected based on first date of meeting. Patient weight and date of birth were requested but remains unknown. No lot number information was supplied; therefore, no review of the manufacturing records could be reviewed. Device disposition is unknown; device was not returned. Therefore, direct product analysis was not possible. Instructions for use (IFU) for gore¿ viabahn¿ endoprosthesis with heparin bioactive surface state, intended use / indications: the gore¿ viabahn¿ endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery lesions up to 230 mm in length with reference vessel diameters ranging from 4.0 7.5 mm. The gore¿ viabahn¿ endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 12 mm. The gore¿ viabahn¿ endoprosthesis is also indicated for the treatment of stenosis or thrombotic occlusion at the venous anastomosis of synthetic arteriovenous (av) access grafts. Warnings: w. L. Gore & associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore¿ viabahn¿ endoprosthesis in applications other than the endovascular grafting of superficial femoral, iliac arteries or the venous anastomosis of the arteriovenous (av) access circuit.

Event description:
The following literature was reviewed: four cases which was arrested postoperative hemorrhage due to pancreatic fistula using viabahn stent. Nobuyasu suzuki, et.al. General meeting of the japanese society of gastroenterology surgery, 2020(75), p313-4 (this meeting was hold on dec 15, 2020 - dec 17, 2020) case 4 was about a (B)(6) year old male patient. The patient underwent pylorus-preserving pancreaticoduodenectomy to treat of a duodenum papilla cancer. A pancreatic fistula was observed after the procedure. Post operative day 17, hemorrhage from the stump of the gastroduodenal artery was revealed. A gore¿ viabahn¿ endoprosthesis was implanted to arrest hemorrhage and it was a success. On an unknown date after the gore¿ viabahn¿ endoprosthesis with heparin bioactive surface (device) was implanted, the viabahn device occluded. Liver functional impairment and a liver abscess occurred around this time. It was not specified if there was an intervention or if the additional adverse event was attributed to the viabahn device.